Event description:
The physician inserted an inferior vena cava filter in an infrarenal location without complication. Patient was discharged and subsequently admitted via ER with abdominal pain and symptoms consistent with infection. Studies revealed that the filter had perforated the vena cava and was removed 19 days after implant.